Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be damage to the battery harness. To correct this condition, the battery harness was replaced. If any additional information is received, a follow-up MDR will be sent. (B)(4).

Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter's investigation, a follow up medwatch will be submitted. (B)(4).

Event description:
During service by baxter (B)(4), a colleague infusion pump had the main battery harness replaced, which had the potential to interrupt delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.